Event description:
Caller reported that cartridge alarm 29 occurred during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a pump replacement, instructed the caller to put the pump into storage mode, and provided a return process for the problematic pump. Replacement pump will arrive with updated software, and the caller will receive training through their tandem source account. The caller acknowledged all instructions and agreed to send back the faulty pump.